Event description:
The vision stent was implanted in 2005 (exact day is unknown), and when the lesion was checked again on march 2, 2006, restenosis was found. The restenosis was treated with another company's stent.